Manufacturer narrative:
Device code a0401 captures the reportable event of pull wire break. Device code a0401 captures the reportable event of handle break. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 1 cm stone. However, the pull wire and the handle broke during the attempt, leaving the stone stuck inside the basket. With the stone still inside the basket, the physician managed to pull the basket out after dilation. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event.